Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to sepsis reported via mw # 2210968-2021-03001.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2010 and the mesh was implanted. It was reported that the patient had mesh erosion managed at the hospital. It was also reported that the patient had e-coli urosepsis following and the excised mesh also grew e-coli. It was reported that the infections disease team recommended complete excision of the mesh for source control. It was also reported that the mesh was excised completely at the hospital. No further information is available.